Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to procedure, intermittent loss of capture at maximum output was noted. The lead was explanted and replaced. Patient was stable post-procedure.